Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept displaying an error message of drawer failure. A field service engineer found intermittent pocket failures on the 6-1 enhanced half-height drawer in the auxiliary. The retractor band was replaced, the drawer controller was replaced, the row board cable was reseated, and foil debris was cleaned from the bottom of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station kept displaying an error message of drawer failure. The customer reported that a malfunction occurred when the user tried to dispense medication to the patient. However, no delays, adverse events, or injuries were reported based on this incident.